Event description:
It was reported that the device battery overheating when using. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device battery overheating when using. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being noted. A review of the suspect pcu error log was performed, and no errors or anomalies were noted on the reported event date. The event log review showed that no infusions were programmed on the reported event date. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3) states to not use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.1989(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the male (right) iui connector as it was observed with corrosion on its pins. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device battery overheating when using. There was no reported patient involvement.